Event description:
An ra lead exit block due to lead dislodgement was noticed. The patient was hospitalized. The atrial lead was repositioned. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.